Event description:
It was reported that a cartridge alarm occurred, but there was no adverse impact to the customer's blood glucose level. The customer had previously reported similar alarms and was using a pump that was still under warranty. Technical support decided to replace the pump and arranged for the shipment of a replacement with updated software. The customer was instructed to put the old pump into storage mode before returning it within ten days to avoid any charges. The customer acknowledged the need to program the settings into the replacement pump and connect it to their cgm.